Event description:
We had two incidents this past week where the olympus hi frequency (a0393) cable has arched during a procedure. Both cables were from the same lot (534327) and sparked at that same point on the cable. The first incident there was no injury or patient involvement. On the second case the nurse was plugging the cable into the esu and burnt her hand. We had a total of four of these cables from that same lot. We have pulled all of them. We also inspected the other cables from the other lots and there appears to be no visible damage to the sheath.